Event description:
Caller reported that the patient received a cartridge that could not be used, triggering a remove and replace cartridge notification. There was no reported impact to the customer¿s blood glucose level. Customer service was unable to continue troubleshooting with the caller since the patient was not present, and further action required obtaining consent from the patient, who was 19 years old.